Event description:
It was reported, during wound treatment, the adhesive of allevyn gb lite multisite 8x8.4cm left a lot of silicone residue on the skin and wound when the dressing is removed, so it was difficult to remove. The silicone residue was removed with tweezers but it was long and tedious. The bandage was applied to the patient's foot. This caused discomfort for the patient and the nurse (the time of bandaging is longer). The treatment was completed with the same box of allevyn until healing.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. The visual inspection confirmed silicone offset. The functional evaluation confirmed reduced adherence, establishing a relationship between the event reported and the device. The root cause was determined as a raw material issue. Our medical assessment concluded: per e-mail communication, ¿the silicone residue was removed with tweezers.¿ it was also communicated that the treatment was completed using the same box of allevyn dressing until the wound healed. Since no further harm is anticipated, no further medical assessment is warranted. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The associated risk files contain the reported failure/harm or event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. This investigation is now complete with actions being taken to reduce further instances. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Results of investigation updated to include medical assessment.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. The visual inspection confirmed silicone offset. The functional evaluation confirmed reduced adherence, establishing a relationship between the event reported and the device. The root cause was determined as a raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The associated risk files contain the reported failure/harm or event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. This investigation is now complete with actions being taken to reduce further instances. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the adhesive of allevyn leaves a lot of silicone residue on the skin and wound when the dressing is removed, so it is difficult to remove. The bandage was applied to the patient's foot. This caused discomfort for the patient and the nurse (the time of bandaging is longer). Nurses regularly encounter this problem with all forms of allevyn gentle border lite and with the allevyn life range. They decided to switch to mepilex because they do not experience this problem with this dressing and therefore the wound treatment is less time consuming and less tedious.